Manufacturer narrative:
Occupation: health professional (hpro) (B)(4) (surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic radical mastectomy, when stapling the interrupted pulmonary fissure, the stapler was able to fire but there was a part that is not nailed and the remote part of the staple line was incomplete. The repair was carried out by hand sewing under the endoscope. The device was replaced to complete the procedure. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.